Event description:
It was reported that there was an air bubble in the patient line. The location of the bubble was under the white clamp of a homechoice cassette. This event occurred after priming. It is unknown if the patient was connected at the time of the event. The patient started over again. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The reported problem was not verified because the defect was not found during the sample evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.